Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a faulty power unit caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source was not functioning. After troubleshooting, it was determined the power supply was not functioning. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found power unit failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.